Event description:
It was reported that the device displayed all three indicators (service wrench, attention and charge pak) and logged several event codes. Therefore the device was not operable. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control failure analysis center evaluated the device and observed that the device's readiness display showed ok and that no other icons were illuminated; however, due to a recent software upgrade, there was no self test data available prior to (B)(6) 2013. The downloaded event codes showed that the charge-pak icon was illuminated in the device's readiness display on (B)(6) 2013 because the charge-pak was missing. It was also observed that the device was able to provide defibrillation therapy during testing. A current leak was identified on the device's digital pcb assembly during testing. The cause of the current leak was due to a high resistive path between legs 1-2 and legs 7-8 of a resistor, designator r35 from the digital pcb assembly.